Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered blood glucose (bg) values of 549 (mg/dl) and 21 (mg/dl) into the pump in error, and requested assistance from tandem technical support in deleting the incorrect entries from the pump history. A bolus was not delivered off the incorrect bg entries. There was no reported impact to the customer's bg level. Tandem technical support educated the customer that the entries were unable to be removed from the history; however, the customer could add a note to the incorrect entries to display that they were entered in error.